Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump monitored for several days. The insulin pump received with normal operating currents. No unexpected battery out limit noted. Unit received with minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer's mother reported that customer received a battery out limit alarm during normal use. Customer's blood glucose was 300 mg/dl. Caller states that during alarms, customer's blood glucose can go up to 400 mg/dl. Caller was assisted in clearing alarm. It was advised to monitor insulin pump and that battery cap would be replaced. Customer would call back to troubleshoot for high blood glucose.